Event description:
Reported issue: the doctor failed to fire staple while using on a patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for visistat 35r 6/box lot# 73c2200521 investigation did not show issues related to the complaint. The device investigation is pending and the result will be reported in a follow-up report.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 31 staples remaining in the cover block indicating that at least 4 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple misfired. The next four staples were able to properly form and fire. To simulate insertion into the skin, the staplers were fired into a simulate skin pad. All remaining staples were able to properly form and release into the pad. It appeared that the misalignment of the first two staples prevented the first staple from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. An nc has been initiated by the manufacturing site to further investigate this issue. Although a lot number was not reported, a potential lot number was found through the sales history. The potential lot number is 73c2200521. The device history review for the product visistat 35r 6/box lot# 73c2200521 investigation did not show issues related to complaint. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented the first staple from properly forming/firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the doctor failed to fire staple while using on a patient.